Manufacturer narrative:
The device has been explanted and will be returned for analysis.

Event description:
Reportedly, the physician reported that a patient came to unplanned follow-up since he felt palpitation. Interrogation of the pacemaker showed vvi programming mode instead of safer. Additionally the battery impedance was 10,92 kohms and recommended replacement time displayed (rrt). At last follow-up in (B)(6), the remaining longevity was 16 months. So he was complaining that he missed rrt due to wrong calculation of remaining longevity. The device will be explanted and returned for analysis.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the physician reported that a patient came to unplanned follow-up since he felt palpitation. Interrogation of the pacemaker showed vvi programming mode instead of safer. Additionally the battery impedance was 10,92 kohms and recommended replacement time displayed (rrt). At last follow-up in april, the remaining longevity was 16 months. So he was complaining that he missed rrt due to wrong calculation of remaining longevity. The device will be explanted and returned for analysis.

Event description:
Reportedly, the physician reported that a patient came to unplanned follow-up since he felt palpitation. Interrogation of the pacemaker showed vvi programming mode instead of safer. Additionally the battery impedance was 10,92 kohms and recommended replacement time displayed (rrt). At last follow-up in (B)(6), the remaining longevity was 16 months. So he was complaining that he missed rrt due to wrong calculation of remaining longevity. The device will be explanted and returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed that electrical characteristics were within specifications.

Event description:
Reportedly, the physician reported that a patient came to unplanned follow-up since he felt palpitation. Interrogation of the pacemaker showed vvi programming mode instead of safer. Additionally the battery impedance was 10,92 kohms and recommended replacement time displayed (rrt). At last follow-up in april, the remaining longevity was 16 months. So he was complaining that he missed rrt due to wrong calculation of remaining longevity. The device will be explanted and returned for analysis.